Manufacturer narrative:
No devices were returned to olympus for evaluation in association with this report. An olympus endoscope specialist (ess) visited the user facility, and reviewed appropriate reprocessing with facility personnel. Based upon the info provided the user facility personnel did not reprocess the device in accordance with the recommended reprocessing instructions. This report is being submitted as an MDR in an abundance of caution.

Event description:
User facility personnel reported they had not been reprocessing the auxiliary water channels of endoscopes at their facility since the time of purchase. There were no reports of injuries associated with the report.